Event description:
It was reported that the needle did not deploy and the pink slide did not move forward, indicating a needle mechanism failure. The pod was worn less than an hour. No treatment and no blood glucose levels were reported.

Manufacturer narrative:
The device has been returned; however, the investigation is not yet complete. When the investigation is complete, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod was received not deployed. Upon opening the pod, the ratchet gear was observed to be moved from the starting position however did not deliver enough pulses for the cam finger to align with the firing flat to deploy the needle mechanism. Download data was unable to be retrieved. As a result, it could not be determined if there were any data abnormalities that would have prevented the pod from deploying after priming. The cause of the reported needle not deploying could not be determined. The pod was received with corrosion on numerous internal components. No internal leaks were found that would contribute to the observed corrosion. The bottom housing vent was observed to be punctured. It could not be determined when or how the puncture occurred or if it contributed to the observed corrosion. It is unknown if the corrosion had any effect on the reported needle mechanism failure complaint.